Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug expansion button of a 5f exoseal vascular closure device (vcd) could neither be released nor pressed. There was no reported patient injury. A non-cordis sheath was used during the procedure. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the plug expansion button of a 5f exoseal vascular closure device (vcd) could not be depressed at all. Hemostasis was achieved via manual compression. There was no reported patient injury. There were no visible signs of damage to the device or packaging prior to use. The device was stored and prepped according to instructions for use (IFU). The exoseal vcd and non-cordis vascular sheath introducer were retracted together until pulsatile flow significantly slowed and the indicator window turned solid black. During button depression, the button could not be depressed at all, though the indicator window remained solid black and showed no red during retraction. The device was not deployed outside the patient¿s body. A non-cordis catheter sheath introducer (csi) was used. Suitability of the femoral artery was verified through angiography, with the correct insertion angle confirmed, and the vessel diameter was greater than or equal to 5 mm. There was no visible calcium, plaque, vessel tortuosity, or stent near the puncture site, and no vessel stenosis over 50% was noted. No closure devices or manual compression were used at the target site within thirty days prior to the procedure, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was present. The exoseal vcd was used in an interventional procedure with an antegrade approach. The physician was certified in the use of the exoseal vcd. The patient had a body mass index greater than 40. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device, 5f, was returned for investigation. Visual inspection showed that the deployment lever was not depressed, the guard was locked, the plug was in the manufacturing position, and the indicator wire was fully deployed. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the unit. The indicator window was in the black/white position, and no additional anomalies were observed. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever being fully depressed, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the device received since the lever was able to be depressed with successful plug deployment during the analysis. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug expansion button of a 5f exoseal vascular closure device (vcd) could not be depressed at all. Hemostasis was achieved via manual compression. There was no reported patient injury. There were no visible signs of damage to the device or packaging prior to use. The device was stored and prepped according to instructions for use (IFU). The exoseal vcd and non-cordis vascular sheath introducer were retracted together until pulsatile flow significantly slowed and the indicator window turned solid black. During button depression, the button could not be depressed at all, though the indicator window remained solid black and showed no red during retraction. The device was not deployed outside the patient¿s body. A non-cordis catheter sheath introducer was used. Suitability of the femoral artery was verified through angiography, with the correct insertion angle confirmed, and the vessel diameter was greater than or equal to 5 mm. There was no visible calcium, plaque, vessel tortuosity, or stent near the puncture site, and no vessel stenosis over 50% was noted. No closure devices or manual compression were used at the target site within thirty days prior to the procedure, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was present. The exoseal vcd was used in an interventional procedure with an antegrade approach. The physician was certified in the use of the exoseal vcd. The patient had a body mass index greater than 40. Other procedural details were requested but were not provided. The device will be returned for evaluation.